Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was poor sleeve function and leakage occurred with a bd vacutainer® eclipse¿ signal¿ blood collection needle. This occurred on 4 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: when they took the tube out of the holder, the rubber probe cover, didn't work , so it was spilling a "lot" of blood out of the holder.

Manufacturer narrative:
H.6 investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for sleeve function with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that there was poor sleeve function and leakage occurred with a bd vacutainer® eclipse¿ signal¿ blood collection needle. This occurred on 4 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: when they took the tube out of the holder, the rubber probe cover, didn't work , so it was spilling a "lot" of blood out of the holder.